Event description:
It was reported the rear case is cracked. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lower case, upper case, both bail covers, and ventricle output connector are broken. Ring cover is contaminated, battery contacts are compressed, and the ring is bent. (B)(4).